Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an altitude alarm. The customer's blood glucose level was 120 mg/dl. Tandem technical support instructed customer to remove the cartridge and place it back on the pump. The customer removed the cartridge and was able to resume insulin delivery.